Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient alert was triggered due to oversensing of noise. The lead could not be extracted from the body. The lead was capped and abandoned, and a new high voltage lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), along with a right ventricular lead integrity alert.